Event description:
The quattro catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein under fluoroscopy in the cath lab for ivtm therapy. During the maintenance phase of the treatment within 48 hours of keeping the patient normothermic at 36 °c, the thermogard hq console generated an air trap alarm. The customer noticed that the 500-ml saline bag was dry. The customer performed a catheter leak check, and there was no leakage seen from within the insertion site, and nothing was seen externally. When the customer proceeded to change to the second saline bag, they also replaced the thermogard hq console. Two hours after resuming the treatment, the second saline bag depleted from 500 ml to 50 ml. The customer noticed the saline bag depletion before the second thermogard hq console displayed any alarm. The customer removed the catheter and discontinued the ivtm therapy. The customer suspected 850 milliliters of saline infusion into the patient's bloodstream. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid that ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was reported. The fluid that ran into the patient's vasculature is causally related to the device and procedure.